Manufacturer narrative:
Tandem diabetes care recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 min¬utes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the pump battery and after receiving low battery alerts/alarms, the pump shutdown. Customer's blood glucose (bg) was 500-600 mg/dl and an insulin injection was administered to address bg. Customer charged pump and insulin delivery was resumed.